Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic and the pulse generator was in back-up operation. It was noted that the device had poor communication with the wireless transmitter and caused event queue overflow. The device was restored successfully.